Manufacturer narrative:
Internal complaint number: (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaint was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period jul-2019 through jun-2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device/testing of raw/starting materials: (10/4105/213/67) the device was returned to the factory on 16june2021. An investigation was conducted on 30aug2021. Signs of clinical use, heavily charred tissue and evidence of blood was observed on the jaws. The heater wire was observed to be flexed at the center of the hot jaw due to clinical use, but remained attached at the base and tip of the hot jaw. The clear silicone insulation was observed to be intact. No visual defects were observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. A tone was audible from the power supply upon activation. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. The jaws were cleaned with saline and gauze pad as indicated in the instructions for use. A temperature and resistance test was conducted to evaluate the device function. The resistance value was measured at 0.690 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the returned condition of the device and the evaluation results, the reported failure "electrical issue" was not confirmed.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
Related complaints tw ID# (B)(4) additional complaint record has been created due to unrelated failure mode(s). The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was not cutting/ sealing properly in addition to the toggle on the handle sticking. They had to open another kit to finish the case. There were no patient affects. Polyfuse was not in effect.